Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine upgrade procedure, after the physician disconnected the leads from the device, it was noted on fluoroscopy that the right atrial (ra) lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.